Event description:
False positive result(s). Customer stated they received multiple positive results using our product. Tested with another brand with negative results. Confirmed with pcr and was negative.

Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot: cov1120042. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr . Retained samples met with qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.